Event description:
While preparing the o.r for an arthrodesis of the right foot with the surgeon, the smith & nephew vlp foot and ankle implant kit no. 001 was opened and delivered to the field. On examining the wrapping paper, a large hole was found through both wrappers. The kit was removed from the field. The vlp instrument kit was also removed from the field as it came into contact with the implant kit. Nothing else on the field had contact with the implant kit. The scrub nurse changed his outer gloves. Surgeon was informed. Cpd was informed. Since these kits are "one-of-a-kind" kits in the hospital, a substitute was designated to be brought to the operating room by the surgeon. The patient's entry into the room was delayed until the proper kits were obtained and opened onto the field. The procedure was completed without complications. No harm came to the patient.